Manufacturer narrative:
Correction: trial lead was removed on (B)(6) 2018 ( not (B)(6) 2018). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacturer representative (rep) regarding a trial patient who had used an external neurostimulator (ens). It was reported that the patient's trial cervical lead was placed on (B)(6) 2018, and had been removed on (B)(6) 2018. The trial had good results and the patient had no complaints at that time. Sometime during the week of (B)(6) 2018, the patient had gone to the emergency department, and a MRI was performed. The MRI confirmed an epidural bleed in the cervical region. No further complications were reported.

Manufacturer narrative:
Product ID: 977d260, serial# (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the hcp via the rep. The rep reported that on (B)(6) 2018, the patient had neck spasms and neck tightness. The patient did not experience or report any symptoms on the date of the lead pull. Then, three weeks after the lead pull, the patient started experiencing pain going down their arm. The root cause of the cervical epidural bleed remains unknown. It was reported the trial lead had been discarded by the hcp. To resolve the cervical epidural bleed, a neurosurgeon put the patient on an intravenous steroid, which released the spasms and pain. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977d260, serial# unknown, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacturer representative (rep) regarding a trial patient who had used an external neurostimulator (ens). It was reported that the patient's trial cervical lead was placed on (B)(6) 2018, and had been removed on (B)(6) 2018. The trial had good results and the patient had no complaints at that time. Sometime during the week of (B)(6) 2018, the patient had gone to the emergency department, and a MRI was performed. The MRI confirmed an epidural bleed in the cervical region. No further complications were reported.